Manufacturer narrative:
Insulin pump was received with blank display due to corroded electronic assembly. Moisture damage found on motor. Unit had broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner, and minor scratched lcd window.

Event description:
The customer reported via phone call that she jumped into a pool with her insulin pump on. Condensation was under the screen. The customer saw little black lines on the screen. The screen was steamed up and she could not read it. The insulin pump had a crack. The insulin pump had a blank display immediately after the insulin pump was exposed to moisture. The insulin pump was not responding when she pressed the buttons. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.